Manufacturer narrative:
Based on the claim against the product by the customer noting that the master tool manipulators (mtm) arms drifted during the procedure, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed and reproduced. The fse performed a full following test in normal mode and observed that the mtm arms were drifting a little distance after the hand stopped moving and causing unintuitive motion when controlling a universal surgical manipulator (usm) arm. The fse reviewed the system log and found no critical error. The fse recalibrated both the left and right mtm gimbal assemblies to resolve the reported problem. The fse then retested the system with a training instrument and had no further issue. The system passed specification and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The probable cause is attributed to improperly calibrated mtm arms. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the mtm arms drifted. The allegation could be related to the potential for unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted urological surgical procedure, the surgeon reported that the surgeon side console (ssc) left and right master tool manipulators (mtm) arms were drifting. The customer received phone assistance from the technical support engineer (tse). Customer confirmed that there was no error message at the time of the event. Upon verification, the surgeon reported that instruments would follow the mtm arm control; however, when the surgeon stopped moving, the mtm arm still (slightly) moved forward. The user continued with the procedure. No other issue was reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: system functionality was reportedly checked prior to use, and the customer felt that the surgeon side console (ssc) master tool manipulator (mtm) was too light. There was no error message after the system powered on. The site completed the procedure with the same ssc. It was confirmed that there was no patient harm, injury or adverse outcome.

Event description:
Refer to h10/h11 for follow-up information.